Event description:
It was reported via repair work order that the scale reading was inaccurate/fluctuates due to a malfunctioned load cell and damaged scale module. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.